Event description:
It was reported that malfunction alarm occurred on pump after customer fell while pump was attached, with malfunction code 23 displayed and not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.